Event description:
It was reported that high capture threshold and high impedance were observed. Lead fracture suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.